Event description:
It was reported that the customer was having difficulties with the sensor; it was causing change sensor and calibration error alarms. The customer's blood glucose was 145 mg/dl. The customer was adhering to the recommended usage guidelines. The customer also received a bad sensor alert. The customer stated that the insulin pump was alarming low suspend at nights. Nothing further was reported.

Manufacturer narrative:
The (B)(4) analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per (B)(4). The sensor passed per specifications with accurate readings.